Event description:
Reference MFR report: 1627487-2012-15066. It was reported the patient had turned her stimulation off due to pregnancy. When stimulation was turned back on, the patient was not receiving adequate stimulation. Surgical intervention was to be taken to address this issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.